Event description:
It was reported that following replacement surgery of the device and lead, the patient experienced abdominal pain. The patient had "great coverage" post-op, but the stimulation was turned off due to the abdominal pain. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.